Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during device evaluation, the broncho videoscope's plastic distal end cover was burned/melted around the instrument channel outlet at the distal end. There were no reports of patient harm.